Manufacturer narrative:
Date of event not provided by the complainants. Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant, product expire date unknown as lot number not provided by the complainant, product catalog number unknown as product unspecified by complainant. Surgeon name not provided by the complainant; 510 (k) unknown as product was unspecified by the complainant. Product manufacture date unknown as lot number not provided by the complainant. Conclusions code: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified surgisis biodesign grafts's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Manufacturer narrative:
(B)(4). Update: based on a review of the additional details received, it appears the patient has experienced a recurrent cystocele. The root cause of the patient¿s recurrent cystocele is inconclusive; however, factors such as the patient¿s underlying condition (history of prior recurrence), surgical technique, and the patient¿s postoperative care and/or activity can be contributing factors to the recurrent cystocele. The patient¿s other symptoms of urinary frequency, vaginal pain, and dyspareunia were present prior to the implantation of the surgisis graft. The details do not suggest that the surgisis graft caused or contributed to the patient¿s current urinary and pain symptoms or worsened the patient's preoperative state of health. Recurrence of the original defect is a known risk of most surgical procedures.

Event description:
The patient was reportedly implanted with surgisis biodesign grafts on or about (B)(6) 2010, (B)(6) to treat a cystocele and enterocele. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: in (B)(6) 2010, the patient was diagnosed with recurrent second-degree cystocele with paravaginal defects. On (B)(6) 2010, the patient underwent an anterior colporrhaphy with paravaginal defect repair and placement of graft, enterocele repair with placement of graft, vaginal colpopexy extraperitoneal and cystoscopy, performed by dr. (B)(6). There were no procedural complications. The patient was noted as doing well on two postoperative visits and on (B)(6) 2013, the patient reported having no problems. On (B)(6) 2014, a well check visit indicated that patient had no reports of abdominal pain, incontinence, difficulty urinating, increased urinary frequency, pain, or sexual problems. The patient saw her primary care physician on (B)(6) 2015 with reports of bladder drop and pressure and frequent urination over the last two years. The patient was diagnosed with a cystocele.

Event description:
The pt was reportedly implanted with surgisis biodesign grafts on or about (B)(6) 2010, at (B)(6) to treat a cystocele and enterocele. The pt and her attorney have alleged that as a result of these product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.